Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in fill 3 of 4. There was water on top of the final bag. The technical service representative (tsr) had the caregiver (cg) cycle power to the hc to end therapy and advised the cg to contact the peritoneal dialysis registered nurse (pd rn) about possible exposure to unsterile air. The cg ended therapy and would call the pd rn. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the caregiver (cg) they stated that after speaking to the tsr, the cg ended therapy on the cycler and continued therapy with manual supplies. She confirmed there was water on the final bag but could not determined where it was coming from, she suspected a leak in the bag. Also, she advised the pd rn the following day of the incident and the pd rn helped to clear the alarm on the instrument. Since then, the patient has continued with therapy and has been doing well.

Manufacturer narrative:
(B)(4). This complaint for a reported system error 2240 (air in set) was confirmed; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a reported system error 2240 (air in set) was confirmed; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.